Event description:
The customer alleged that she performed control tests using her contour usb meter and received results of 293 and 527 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer only had one test strip left, so troubleshoot during the call was not possible. No product will be returned. Replacement test strips and a new meter were sent to the customer.